Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2013 from a physician. This case is cross referred to (B)(6) (physician's pt case). This case concerns a (B)(6) old female physician who cut hands when syringe broke (device induced injury) while administering synvisc-one injection to a pt. Relevant medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2013, a female physician cut both of her hands and fingers when syringe exploded glass while administering synvisc-one injection (strength 6 ml) to a pt (route, dosage regimen unknown, batch/lot: x12093 and expiration date: october 31, 2015) for an unknown indication. It was reported that the pt received the injection without incident except that there was a lot of doctor's blood but the doctor cut both of her hands on the glass. Corrective treatment: dressings. Outcome: recovering/resolving. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and results were pending for the same. Additional information was received on (B)(4) 2013 from a physician. The event outcome has been updated from "unknown" to "recovering/resolving". The expiration date has been updated from "october-2013: to "october 31, 2015". The text was amended accordingly.